Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined as an error of the ias (image acquisition system). In the event of an ias error, the system remains operational in regards to the procedure and fluoro and acquisition is still possible without limitation. Ias_a logs were unavailable for investigation as the pc was shut down and no log was performed. Investigation of the returned ias_a identified that the pc was returned without a program and image drive. The returned ias pc had a contact problem between the copra board and the pci slot on the motherboard. The service engineer installed a new copra board and set of drives and returned the system to clinical use. No further errors have been reported.

Manufacturer narrative:
Exemption number e2017017. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee ceiling system. During a clinical procedure, the user reported no x-ray was possible and an fd problem was displayed. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.